Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured for a long time. The lead was surgically abandoned and was replaced. Additional information indicated that the lead exhibited impedance measurement of 3,000 ohms. The lead fracture was confirmed via x-ray but the location of the fracture was unknown. No additional adverse patient effects were reported.